Event description:
It was reported that the patient passed away (B)(6) 2021 due to sepsis and end organ failure. The patient's creatinine was 2.79, aspartate transaminase was 170, alanine transaminase was 101 and lactate was 2.1. An electrocardiogram showed changes in leads v4-v6 from prior and an increase in the patient's heart rate to the 140s. Ventricular tachycardia was sustained for 50 minutes. Amiodarone, lidocaine, cardioversion, and pacing were the given treatment for the arrhythmia. The patient had a history of atrial fibrillation and had an implantable cardioverter-defibrillator (ICD) pre-pump implant. The ventricular tachycardia in this event was not thought to be device or therapy related. Atelectasis was confirmed on an x-ray and cultures were positive for methicillin-resistant staphylococcus aureus (mrsa). Vancomycin, azithromycin, and zosyn (piperacillin-tazobactam) were started as antibiotics. The device operated as expected. The death was not related to the device. No other information was provided.

Manufacturer narrative:
Additional health effect - clinical code multiple organ dysfunction syndrome - 3261. Manufacturer's investigation conclusion: a direct correlation between heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(4), and the reported events and subsequent patient outcome could not be conclusively determined through this evaluation. It was reported that heartmate 3 lvas, serial number (B)(4), was not explanted for evaluation. The relevant sections of the device history records for (B)(4) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas IFU and the heartmate 3 patient handbook are currently available. Section 1 of the IFU, ¿introduction¿, lists infection (local, driveline, and pump pocket), arrhythmia, sepsis, renal failure, and death as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 of the IFU, ¿patient care and management¿, lists infection and arrhythmia as potential late postimplant complications. Furthermore, several sections of the IFU and patient handbook provide care instructions regarding how to prevent infection as well as suggested responses in the event of infection. No further information was provided. The manufacturer is closing the file on this event.